Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used. Tissue was stuck in the lead helix screw after deploying and retracting screw for lead placement. The lead was not able to be fixated to the myocardium. A new lead was implanted. No patient complications have been reported as a result of this event.